Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited a battery status indicator/eri (elective replacement indicator) in september, 1999. The battery status was at bol (beginning of life) in june, 1999. The ipg was implanted on 09/07/94.